Event description:
Per the clinic, the patient developed an infection at the implant site; the patient was prescribed two courses of oral antibiotics (dates and durations not reported) without resolution. Subsequently the device was explanted (B)(6) 2015. The device has not been made available for analysis as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
Correction: the serial number of the device is (B)(4); not 020050304085 as previously reported. This report filed september 16, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.